Event description:
It was reported that this right atrial (ra) lead was electrically abandoned due to dislodgement. This ra lead was replaced with a non-boston scientific model. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the explant date field (d6b) in section d, suspect medical device.

Event description:
It was reported that this right atrial (ra) lead was electrically abandoned due to dislodgement. This ra lead was replaced with a non-boston scientific model. No additional adverse patient effects were reported.